Event description:
During stage two of the implant the lead cover would not come off of the lead. The screw was backed out all the way and it still wouldn't come off. The physician applied more pressure at that point and the cover came off. Contact #3 also came off. It was possible to salvage the lead and connect it to the extension. Post-op impedances showed an open circuit at contact #3, impedances were greater than 2000 ohms on pairs involving #3. All other combinations were fine. The pt was to be referred to a neurologist in the following two weeks for programming.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."